Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the endoeye flex deflectable videoscope blacked out. The issue occurred during a therapeutic laparoscopic adrenalectomy procedure. After inserting the trocar, the image blacked out when it was put in hot water before inserting the scope. No error message was displayed. The problem still occurred after restarting the system. There were no issues with using another scope. The scope was inspected prior to use and no issues were found. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the image sensor was damaged due to accumulation of electrical stress from repeated use, accidental electrical leakage or static electricity, and overcurrent caused by attaching/detaching the scope while the power is on. In addition, the following non-reportable malfunctions were found during the device evaluation. Scratches were observed on the following components: video connector, control part, grip, up down (ud) plate, right left (rl) plate, nigiri cover, light guide connector side of the universal cord, the light guide connector, light guide cover glass, and video connector case. Also the universal code was discolored. Olympus will continue to monitor field performance for this device.